Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with the spouse expressing concern that the system delivered too much insulin and noting intermittent use due to infusion site breaks and differing preferences for infusion sets. Symptoms included feeling sick, headache, and grogginess, with a documented nadir of 59 mg/dl, approximately 30 minutes under 70 mg/dl, and device low alerts acknowledged. Outcomes included self-treatment with oral carbohydrates such as candy and juice, no need for external assistance, and no medical intervention or hospitalization. Investigation included complaint intake, review of use conditions and user understanding, and troubleshooting and education regarding ilet operation and alert settings. Investigation of this case revealed no device alarms or malfunctions and an unclear cause of hypoglycemia, potentially associated with user perception of lows at higher thresholds and intermittent system use, without evidence of a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.